Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04262.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3 ultra resilia valve into a failed homograft. As reported, the 29mm valve was used with additional volume (plus 4cc). During valve deployment, the balloon ruptured due to calcium. However, the valve sealed and there was no leak. The physician then brought the balloon/delivery system back into the 16fr esheath+. At this time, the balloon caused a kink in the esheath. The esheath and balloon were damaged. The physician then brought the sheath and delivery system out as one unit. After removing the sheath and delivery system, a perforation of the right iliac artery was seen with an angiogram. The physician then ballooned the iliac artery and used two more percloses were used to seal the artery. No cut down or further intervention was needed. Per device image provided post removal, the balloon was ''fractured'' and had ripped through the esheath. The devices were discarded.

Manufacturer narrative:
Supplemental report submitted to for completion of the engineering evaluation and to correct the h6 component code and device code. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of sheath liner delamination was able to be confirmed based on the provided imagery. While the complaint of sheath kinked, bent was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. As no lot number was provided, a review of the DHR and lot history was unable to be performed. However, there is no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''during valve deployment, the balloon ruptured due to calcium. However, the valve sealed and there was no leak. The physician then brought the balloon/delivery system back into the 16fr esheath+. At this time, the balloon caused a kink in the esheath. The esheath and balloon were damaged.'' Imagery review confirmed presence of ruptured balloon with an altered profile. The altered balloon profile could catch on the sheath liner during system withdrawal. In addition, the system/balloon could catch on distal tip/liner if the devices were not aligned coaxially during system retrieved. Furthermore, the presence of tortuosity and calcification within patient's vasculature, as revealed via 3mensio, could contribute to suboptimal withdrawal angles, leading to the reported withdrawal difficulty. If high withdrawal forces were applied to overcome the experienced resistance, it could cause the sheath liner to delaminate and/or sustain a kink. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (withdrawal of burst balloon, non-coaxial device alignment, high withdrawal forces) m ay have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.